Event description:
The surgeon implanted a silicone lens but it was not stable in the pt's eye and was cut into pieces to remove. Several attempts were made to get more info from the facility but to date it is unknown if there was any pt injury or event.